Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed sepsis and had vegetation within their heart, not on leads. The right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:the proximal segment of the lead was returned, analyzed, and no anomalies were found. Only visual analysis of the lead was performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.